Event description:
It was reported that during a da vinci assisted procedure, the jaws of the clip applier spun around and would not clip. The procedure was completed and there was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip clip test was performed and failed. Signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit edorange discoloration. Improper cleaning during reprocessing most commonly causes this type failure the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. This failure is most commonly caused by improper reprocessing, such as insufficient flushing. The instrument was found to have a broken chassis. The broken piece was not returned. This type of failure is most commonly caused by mishandling/misuse.